Event description:
The patient's mother reported that the down arrow button was not responding on the keypad. The reporter denies damage to keypad or exposure to water. The buttons do not spring back.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling observed. All keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and all of the key contacts were observed to be inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.